Event description:
Caller states the customer had low blood glucose symptoms with a result of 17.2 mmol/l obtained on the mobile system. The caller treated the customer with glucose tablets, and contacted paramedics. The paramedics arrived and the customer tested 2.2 mmol/l on the professional meter and 23.2 mmol/l on the mobile system within 10 minutes of each other. No additional medical treatment was needed. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.